Event description:
It was reported that the device was inappropriately mode switching due to far r-wave oversensing on the atrial channel. The patient was asymptomatic. Programming changes were recommended.

Manufacturer narrative:
.